Event description:
Rph spoke with patient. Patient stated his last IV scig 26g 12mm high flo is defective. He states threaded piece that attaches to syringe is sealed off, liquid will not flow through the tubing. Patient has 1 other needle set on hand, but it has expiration date of 1/2024. I recommended he does not use it since sterility cannot be guaranteed due to being past expiration date. Patient stated he already reconstituted his vial. He will be unable to use reconstituted haegarda vials within 8 hours. Patient expressed interest in obtaining replacement vial of haegarda as his IV scig 26g 12mm high flo supply is defective and he is unable to administer dose. Patient will be 1 day late administering dose. No further information available.